Manufacturer narrative:
Evaluation summary: the product was not returned. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that approximately ten months after an intraocular lens (iol) was implanted, the surgeon noticed significant glistenings in the iol. In a follow up, the surgeon reported that the iol was implanted in the patient's right eye and the glistenings were very severe. Additional information was requested.